Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-jul-2017, the fse inspected the analyzer and found the sample nozzle locking nut loose. The fse tightened the nut, lubed the device, and applied "lok-tite" to prevent loosening. Several racks were run without error to verify machine operation. The most probable cause of the reported event was a loose sample nozzle lock nut.

Event description:
On (B)(6) 2017, the customer reported receiving recurring error 2064, specimen level detect failure, on their aia-900 analyzer on almost all of the samples they ran that day. The customer stated that the analyzer worked after the last service, but errors started to come back intermittently. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.